Event description:
It was reported that medfusion 4000 pump force sensor error. No patient injury reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The physical condition was as follows: the bottom case gasket was broken, the battery door was cracked, and the ac receptacle was cracked. A 'force sensor test' started, at power up. The force sensor count would fluctuate between 0 and 32 with no pressure applied. The device could not be recalibrated. The root cause was that the force sensor cable was separating from the force sensor. It was determined that the customer caused the damage. The force sensor was replaced, and the pump was calibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device., corrected data: the model number was not documented, in the initial report.